Event description:
It was reported that during follow-up, the left ventricular lead exhibited loss of capture. The patient would continue to be monitored. The patients condition was in good condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.